Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was duplicated the reported phenomenon, and the irregular color tone was occurred due to the image unit damage of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised that it might be occurred due to the image sensor unit failure or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image of the subject device was irregular color tone such as only magenta or only green. The subject device had been returned from the user because the image of the subject device was abnormal. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.